Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the possible causes were 1.) Deterioration of the video connector socket associated with prolonged use or 2.) User handling. The instructions for use provides the following statement to resolve the reported problem when it occurs due to user handling: "wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source."

Manufacturer narrative:
The suspect device was not returned to olympus and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the scope detection did not work. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.